Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The edi catheter was not returned for investigation but, pictures were received. Examination of the pictures confirmed the reported split and a missing part. The interpretation of the pictures showed that the edi catheter was torn from the lowermost feeding hole upwards to beyond the 4th hole by about 10mm, and the missing part was about 20mm. The pictures showed that the edi catheter had swelled a little, but it was not discolored. Information of administered medicines or nutrition that were given to the patient through the edi catheter was not received, therefore it cannot be determined if there was anything that could have negatively affected the edi catheter's material. A check of the material parameters for the edi catheter¿s batch showed that all parameters were within the specified limits. The edi catheter was used for 17 days instead of the recommended maximum use of 5 days. According the customer the IFU was missing and therefore, they were unaware of the maximum number of days for use. The investigation could not determine why the IFU were not included but, a retraining of the planners and pickers was done to prevent reoccurrence. The extended use by more than 3 times the recommended 5 days alone, or partially, in combination with effects from the surrounding chemical and biological environment in the stomach could have caused or contributed to the breakage. But, the true cause has not been determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the patient suffered a stomachache and it was decided to remove an edi catheter that had been inserted in the patient for 17 days. On its removal, it was observed that it had split and a small piece of it was missing. The missing part remained in the patient but it came out later naturally. The final patient outcome was no injury. The edi catheter is used during nava (neurally adjusted ventilatory assist) to detect the electrical activity in the diaphragm. Manufacturer ref#: (B)(4).